Event description:
A customer contacted beckman coulter inc., (bci) regarding thyroid stimulating hormone (tsh) results below the normal reference range generated by the access 2 immunoassay system for two patients' samples. It was discovered while troubleshooting with access hotline, a tsh reagent pack was miss-loaded and therefore in the incorrect slot of the reagent storage carousel. Repeat results on a properly loaded tsh reagent pack were within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples are serum. Qc prior to the event resulted as no value with ind flags. Qc performed after a new tsh reagent pack was loaded properly, was within the customer's established ranges. Per customer, the system checks have been within specifications. Service was not dispatched for this event as routine troubleshooting corrected the error. Use error is the root cause for this event.